Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set tubing detachment event in between (B)(6) 2024 and (B)(6) 2024. The infusion set was in use for less than an hour. The location of detachment is connector. No further information available

Manufacturer narrative:
(B)(4) - device 1 of 3.